Manufacturer narrative:
(B)(4). PMA/510(k): the rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 adult evaqua breathing circuit was not returned to fph in (B)(4) for inspection. Our analysis is accordingly based on the photograph and additional information provided by the hospital. Results: based on the photograph provided, a hole was observed in the expiratory tube of the rt340. A lot check revealed no other complaints of this nature for lot number 100526. Conclusion: the subject rt340 adult evaqua breathing circuit appeared to have been pulled near the elbow. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was damaged post-production, possibly during storage or setup. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the expiratory tube of an rt340 adult dual-heated evaqua breathing circuit had "raptured" after three days of use. No patient consequence was reported. The hospital also reported that the subject rt340 was disposed at the hospital. No patient consequence was reported as a result of this incident.